Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed as it was ¿nonfunctioning¿. It was further reported that the patient may have received a high voltage therapy from the right ventricular (rv) lead due to oversensing or that an ineffective shock had been delivered. The lead was also removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).